Manufacturer narrative:
This is one of two device reports for this event. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the pt experienced alkalosis, cardiac arrhythmias and sudden cardiac arrest. It was further alleged the event was caused by the product administered to the pt during dialysis treatment.